Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure placed two taxus express2 stents (3.0x16mm, 3.0x32mm) in the mid right coronary artery (rca). The patient was discharged on bayaspirin and plavix. In 2009, at the 9 month follow up visit, angiography confirmed a 99% restenosis of the 3.0x18mm target lesion in the mid rca. Three months later, treatment placed on non bsc stent in the mid rca, resulting in 0% residual stenosis. The patient was discharged 3 days later. The outcome was considered "resolved". Per the physician, the event is "definitely related" to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.